Event description:
It was reported that the burr was stuck with the wire. The 70% stenosed target lesion was located in the calcified and tortuous coronary artery. A 1.50mm rotapro burr, rotawire drive and rotapro console were selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the dynaglide speed was high at 110,000 to 120,000 rpm. Troubleshooting included adjusting the gas line and rebooting the system. Furthermore, the burr was stuck with the wire and the devices were removed as one unit. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
H6: device codes: corrected.

Event description:
It was reported that the burr was stuck with the wire. The 70% stenosed target lesion was located in the calcified and tortuous coronary artery. A 1.50mm rotapro burr, rotawire drive and rotapro console were selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the dynaglide speed was high at 110,000 to 120,000 rpm. Troubleshooting included adjusting the gas line and rebooting the system. Furthermore, the burr was stuck with the wire and the devices were removed as one unit. The procedure was completed. No patient complications were reported. It was further clarified there was no indication of the burr and guidewire being stuck together.